Event description:
The event is reported as: "complaint alleges that the connector cracked during use on a patient. Alleged defect occurred during an unknown/unspecified medical procedure." No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.